Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka. It was also reported that the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The patient was unable to provide a lot number for the cartridge, therefore, no review of the device history record or testing of retained samples could be completed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force and cracks prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.